Manufacturer narrative:
The product is not being returned for evaluation. Without return of the product, the complaint could not be confirmed and the root cause could not be identified. It is unknown if damages or defects existed on the product. No actions will be taken at this time.

Event description:
The surgery was for severe aortic stenosis. The clinician noted an arterial pressure baseline drifted up to 40mmhg. The transducer was re-zeroed but the value kept drifting. It was further indicated that it was being measured with a 4-set transducer, trifurcated cable and datex monitor. Measurements included arterial, cvp, pa and retrograde pressures. It was stated that the cable connector appeared damp. The clinician could not remember if the patient was treated off the ¿inaccurate values¿. There was no patient injury reported.